Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with an infected pocket of klebsiella. It was noted that erosion was present near the header of the device. The entire system was explanted. The patient was in stable condition.